Event description:
The manufacturer received information alleging failed function test. During the evaluation of the device at the third-party service center, the device was visually inspected and found pca burned. The device's event log was reviewed by the service center and error code found. The customer complaint was reproduced. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The device has not yet been returned to the manufacturer for evaluation. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.